Event description:
The pt was transferred from the stretcher to the operating room table with t-max attachment. After adjusting to desired position, the stretcher was moved away to that the safety strap could be applied. At this time there was aloud snap and the metal clamps fastening the t-max to the operating room table broke. The t-max attachment fell back and broke away from the bed, with the pt's upper body landing on the floor. This equipment is usually set up by hospital assistants, but in this instance was prepared by two nurses who do not typically do so. When the nurses slid the t-max onto the amsco 3085 bed rails, the t-max arms entered the square rail clamps and stopped once the bottom flange of the arm met with the bolt attaching the rails with the amsco 3085 bed. The nurses believed that this was as far as the attachment would go, and that it was properly connected to the bed. In reviewing this event, it was determined that the nurses had not positioned the beach chair according to directions indicated on the chair itself, and there was an approx one inch gap between the t-max attachment and the bed. This gap was obscured by the mattress pad on the operating room bed. Due to the improperly assembled equipment, the only thing holding the t-max to the bed was the two rail clamps, which are not designed to support the weight of the attachment and pt. Proper placement of the chair would result in load bearing "beams" secured by the brackets. Because the chair was appropriately placed, the brackets inappropriately bore the load of the pt.